Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) advised the customer to ensure that the surgeon's head is out of the console before letting go of the master tool manipulators (mtm). Another surgery was performed and it was confirmed there were no more issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, universal surgical manipulator (usm) #4 was engaged with a monopolar curved scissor (mcs) instrument and unexpectantly moved on its own. As a result, the instrument penetrated the abdominal wall. This was at the end of the procedure while the surgeon was retrieving the specimen from above the liver. The surgeon described the movement as the usm getting away from them and flipping up into the abdominal wall. The surgeon speculates it could possibly be due to the mcs instrument being over-extended or over-rotated but admits that would be unusual. The surgeon confirmed their head was in the console at the time, as they were trying to get control of the usm to stop it, but it would not. This resulted with the mcs instrument tearing the abdominal wall. The tear was small; about the size of the open mcs instrument tip. There was no bleeding and the surgeon repaired the tear with suture. The procedure was completed and the patient is doing well.